Event description:
It has been reported to philips that the system was stuck at 00:00 during at startup. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.